Event description:
It was reported that the patient experienced diabetic ketoacidosis (dka) after the wearable fell off. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the wearable fell off while the patient was taking a shower. It was not reported what the last cgm reading was prior to the wearable falling off. An unspecified time after the wearable became unadhered, the patient experienced unspecified symptoms of dka. The patient stated that her aunt called the ambulance and fingerstick was taken and the bg was 480 mg/dl. Of note, the patient uses a tandem insulin pump. The patient was transported to the hospital, admitted and treated with IV insulin. She was discharged on (B)(6) 2024. The bg at the time of discharge was reportedly 80 mg/dl. At the time of the report, the patient was doing fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 4/19/2024. Performance data was reviewed. Data logs indicate temporary sensor error under an hour and wearable failure occurred due to very low count aberration on (B)(6) 2024. At 9:35 am, the app delivered a sensor failed alert. In addition, the patient's estimated glucose values (egvs) were above the high alert since 12:09 am, but they did not receive an alert, as the high alert was disabled. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.